Event description:
The customer stated that the insulin pump has alarmed multiple times during the rewind. The customer stated that the insulin pump is stuck in the rewind mode, and she can longer use it. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test, and alarmed during the basic occlusion test due to a protruded/loose drive support disk. The insulin pump had a scratched lcd window, and cracks on the display window corners, battery tube threads, reservoir tube lip and reservoir tube, as well as a broken belt clip slot and missing end cap sticker.